Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, fifteen (15) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve not recovering causing leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve not recovering causing leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle device experienced poor sleeve function, and blood leakage. The following information was provided by the initial reporter. The customer stated: the problem of blood leakage occurred during blood collection and blood vessel replacement for patients. It was observed that the sleeve at the tail of blood collection needle could not recovery in time, resulting in blood leakage increasing the risk of blood exposure for nurses.